Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags were leaking from the seal around the outside edge of the bags. This was noted when the nurse was preparing to administer the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and it was found that during manufacturing, a leak test had been failed. All affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: companion samples were received for evaluation. Visual inspection of the companion samples revealed no obvious physical defects. Functional testing was performed on two randomly selected samples and no leak was observed. The reported problem was not verified on the companion samples. Should additional relevant information become available, a supplemental report will be submitted.